Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to exchange the liquid crystal display (lcd) panels. Covidien, now medtronic, was not authorized to service the ventilator.

Event description:
It was reported that the ventilator's top display showed lines across the top. The ventilator was not on a patient at the time of the event.